Event description:
During surgery on fractured tibia, tibial nail was placed over 4mm x 900mm guide rod for nail. Upon attempted removal of guide rod, it was noted to be difficult. When extracted, it was noted that 2 inches of guide rod had broken off and was in the proximal aspect of the tibial nail.